Manufacturer narrative:
Evaluation narrative - one fast-fix 360 reversed curve assembly was returned for evaluation. Only the inserter was returned, no suture. Without the return of the suture no root cause related to the manufacture of the device can be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. Device returned to the manufacturer on 4 january, 2016. Device was evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair procedure it was reported that after successful deployment of the t¿s, when the surgeon pulled the suture, the knot was not tied and the suture was pulled out from the meniscus. The operation was completed with a back-up device. Both implants remained inside the body. There was no serious delay in the operation and no patient injury was reported.